Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the blood glucose levels have been going up and down without physical cause from 450 mg/dl to 56 mg/dl within the last two weeks with no reported symptoms. This does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following results:the last basal delivery was recorded on 01/22/2014 at 5:36 pm. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump powered on normally and was able to power on normally and be exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The total daily doses reflected 24 units after the duration test. The pump passed a delivery accuracy test and the pump gave the appropriated visible and audible alert for an occlusion alarm and low cartridge warning. The alarm history recorded the alarm/warning at the correct time and in the correct order. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.